Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for right side "pain", "breast enlargement", "mammiograph indicated rupture of prosthesis", "some axillary lymph nodes with preserved adipose hiluses and transverse diameters, not exceeding 7.0 mm bilaterally". The device remains implanted.